Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that balloon leak occurred. The 98% stenosed target lesion was located in the coronary artery. A 2.50mm x 20mm apex¿ balloon catheter was advanced to dilate the target lesion but the balloon leaked during first inflation at 10-12 atmospheres. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon revealed an 24mm longitudinal tear from the proximal balloon cone to the distal balloon cone. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).